Event description:
A cartridge alarm 30 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Reportedly, the customer reverted to an alternate form of insulin therapy.